Manufacturer narrative:
(B)(4). Was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiac event after the use of the product administered for dialysis treatment.